Manufacturer narrative:
(B)(4). The reported issue was confirmed due to the broken spike. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak from the broken spike of the transfer set was found during use. There was no patient injury or medical intervention associated with this report. Additional information was not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection noted a broken spike. A leak test, clear passage test, and clamp function test were performed with no issues noted. If additional relevant information is received, a supplemental report will be submitted.